Event description:
A malfunction alarm with code malf 0 was reported, which was resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue recurred.